Event description:
A customer contacted baxter's technical service center reporting that they noticed a leak. The caregiver (cg) stated that he tried to tighten the "metal" piece (cg unsure if he actually felt like he tightened it), but the leak seemed to linger. The cg added that the hp was still able to finish therapy. Per cg, hp is doing fine and continuing therapy. No further information is provided.

Manufacturer narrative:
(B)(4). Sample was discarded by nurse.